Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received by case management. Review of clinic notes dated (B)(6) 2010 state that the pt has an occasional hoarse voice. Clinic notes dated (B)(6) 2011 state that the pt has occasional headaches. (B)(6) 2011, clinic notes say, the pt could no longer feel the throat effect of her vns and that it appears to have quit in the middle of the day. The night before, she felt tremulous inside and out and felt cognitively slow, however, the clinic notes said, she had the stomach flu. She also has a metallic taste in her mouth and in increase in seizures, unk relationship to pre-vns levels. The physician reported that there might be a possible dysfunction with the vns but that it appeared to be working that day. Good faith attempts for additional info from the physician have been to no avail thus far. If additional info is received, it will be reported.